Event description:
In 2002, the user facility's general surgeon informed the manufacturer's representative of the following: after device and device catheter were implanted in the pt there was no blood return. After many attempts to get a return the device and device catheter were replaced by another device and worked well.